Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the electrosurgical generator ¿esg-400¿ displayed error message e006 and could no longer be used. As a change of the conductive medium nacl as well as a change of the affected snares and the hf generator to a similar device from erbe manufacturer did not work out, the intended procedure had to be cancelled. During the incident, a vein was injured and there was a higher blood loss which could be stopped. However, a follow-up procedure is required.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) hamburg, germany (received at the rrc on 2022-08-01). During the evaluation at the rrc the reported error message e006 could not be reproduced. No functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. Error message e006 can have different causes but in all cases, it is triggered if the electrical resistance between the two electrodes increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used or if there is increased tissue adhesion at the electrode¿s distal tip. However, the exact cause could not be conclusively determined in this case. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The evaluation also found cracks on the generator¿s front panel, which were most likely caused by improper handling and can thus be attributed to user error. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.